Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, it was difficult to unscrew the helix. The lead was replaced without complications. The condition of the patient was good before and after the procedure.